Manufacturer narrative:
G2: citation: authors: koek r. J., avecillas-chasin j., krah s. E., chen j. W., sultzer d. L., kulick a. D., mandelkern m. A., malpetti m., gordon h. L., landry h. N., einstein e. H., langevin j.-p.. Deep brain stimulation of the amygdala for treatment-resistant combat post-traumatic stress disorder: long-term results. Journal of psychiatric research 175 2024. Doi: 10.1016/j.jpsychires.2024.05.008 · a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. · b.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. · d.2. The device was used for an off label indication; see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'deep brain stimulation of the amygdala for treatment-resistant combat post-traumatic stress disorder: long-term results'. The following medtronic devices were used in the study: a 3387 dbs lead and a percept ipg. Among patient adverse events/device performance issues included: patient 1: first ins 1) severe re-experiencing, including terrifying nightmares, flashbacks and hyperarousal; visual, auditory and somatosensory hallucinations of long-standing; and trauma.

Manufacturer narrative:
H6: codes are updated to align with the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that none of the adverse events described were medtronic device related. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.